Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr - 2.6: second test inr = 2.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr -2.5; second test inr - 2.0. Mean = 2.3; sd = 0.42; %cv = 18.4. The #cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and further testing is not required at this time. Strip lot number and meter serial number is not available , no further testing can be performed.